Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that the patient heard a beep tone coming from their device. The patient was therefore seen in the clinic, and device interrogation was performed. It was determined the beep tone was due to a high out of range right ventricular (rv) pacing impedance of greater than 3000 ohms. The rv pacing impedance was measured manually while the patient was in the clinic, but they were unable to reproduce the out of range measurement. It was suspected this rv lead had an incomplete fracture. A x-ray was performed, but lead fracture was not confirmed. No further lead evaluation was performed. No further actions were taken. At this time, this rv lead remains in service and there were no adverse patient effects reported.

Event description:
Additional information was received that this implantable cardioverter defibrillator (ICD) system displayed another high out of range right ventricular (rv) pacing impedance of greater than 3000 ohms. It was noted the device is able to sense fine, but a pace test was performed and no capture at maximum output was observed. There was no pacing inhibition reported because the patient had a good underlying rhythm. The shock impedance was also fine. Technical services discussed troubleshooting and programming options. At this time, this rv lead remains in service and there were no adverse patient effects reported.